Event description:
In 2003 - diagnostic and operative arthroscopy of right shoulder suture capsular reconstruction; pain pump placement into shoulder joint with 0.5% marcaine w/ epinephrine, 300cc in the pain pump. On 6/11/04 diagnostic and operative arthroscopy of right shoulder w/ arthroscopic chondral loose body removal, humeral head chondroplasty, anterior and posterior capsule release, arthroscopic subacromial decompression, including acromioplasty and coracoacromial ligament release. Findings noted by the surgeon's operation report included ... Mild cherry red synovitis throughout the joint. There were several chondral loose bodies and fragments that were removed. The humeral head had diffuse grade 2, grade 3 and patches of grade 4 lesions. In late 2004, severe osteoarthritis in my shoulder at 17. In 2005, right shoulder hemiarthroplasty ... Depuy global total shoulder, size 8 stem, 44 x 18 eccentric head. Dose or amount: 300 cc. Route: 014. Dates of use: 2003. Diagnosis or reason for use: right shoulder anterior insta.